Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient¿s cgm displayed a reading of 74 mg/dl trending downward, while the bg meter showed 133 mg/dl. The patient calibrated the dexcom device, after which the cgm value updated to 92 mg/dl. The patient was using a tandem insulin pump at the time. After an unspecified period, the patient attended a party. While conversing, the patient suddenly collapsed and lost consciousness. According to the patient, consciousness was regained after ¿a few seconds.¿ ems was called, and upon arrival, both the cgm and bg meter readings were 74 mg/dl. The patient was treated with pineapple juice. The patient reported not receiving a low-glucose alert from the dexcom mobile app prior to the event; however, the low threshold setting was not confirmed during the call. There is no documentation indicating the patient was transported to the ER. Attempts to contact the patient for additional clarification were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 11/19/2025. It was reported that an alert/notification settings issue occurred. Data was further reviewed for the time period of interest. The data indicates that the sensor session started at 7:30 am on (B)(6) 2025. The session lasted 10 days when the session expired. Contrary to what was reported, there were no bg meter calibrations performed during the entire session. On the date of the alleged missed alerts, several high and low/urgent low glucose alerts were triggered with each alert performing as intended. The root cause of the customer¿s experience is undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).